Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was performed on (B)(6) 2024 and it was acceptable. During the service visit, the field service engineer noted that the specimen glucose stabilities were exceeded. He educated the customer regarding glucose stability with lithium heparin plasma specimens. The customer will use fresher <4 hr old specimens when performing patient comparisons. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was due to the exceeded specimen glucose stabilities.

Manufacturer narrative:
The gluc3 reagent lot number was 77896201 with an expiration date of (B)(6) 2025. The customer verbally stated that calibration and qc were in range. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with gluc hk gen.3 (gluc3) assay on a cobas 6000 c501 (ul) v analyzer. Discrepant results for 1 patient plasma sample were provided as an example. Initial result: 93 mg/dl. Validating the analyzer after a service visit prompted the repeat of the sample. On (B)(6) 2024: repeat result: 60 mg/dl.